Manufacturer narrative:
A livanova service technician replaced the hms board to fix the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause is related to the delayed start of the dc/dc converter ic10. The complaint malfunction can only occur during the start-up phase (booting phase, t1 test). Once the dc/dc converter has started and the t1 test was positive, the pump is working as intended. The investigation showed that only converters with specific date code are concerned. The issue is always detected prior device through the functional tests to be performed at installation. Therefore, event has been reassessed as not reportable. A review of the complaint database was performed and it was highlighted that other similar events have been registered in the last months involving the roller pump installed on s5 pro. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report

Manufacturer narrative:
Livanova deutschland manufactures the s5 roller pump. The incident occurred in kazakistan. The error appeared during pre-setup of the system; one day prior procedure. The following deay, the pump operated as it should. However, after some time, the error appeared again. A new roller pump150 is being delivered for replacement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during preparation of the system for procedure, the s5 console displayed fault in motor controller error (error 432) at vent pump. There is no report of any patient injury.